Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 407 and 310 mg/dl. Tests were done within 5 minutes with a difference of 24%. Pt did not experience any adverse events. No further info has been reported. Note: customer also stated that they obtained a bg reading of 273 mg/dl on a accucheck meter also within the 5 minute time frame.